Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial#: (B)(4); implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter; ubd: 24-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of baclofen at 71.97 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient was having a routine pump replacement and the catheter was sluggish and looked damaged/worn. It was unknown if the patient was experiencing any symptoms, however, no symptoms were reported. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The pump segment of the catheter was replaced (B)(6) 2018 during the routine pump replacement. It was indicated the field contact was in possession of the device and planned to return the explanted catheter segment. It was reported the issue was resolved at the time of the report. The patient¿s status was provided as alive - no injury. No further complications were reported or anticipated. Patient weight, other medications being taken at the time of the event, and medical history were not available.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed damage to the o-ring on the outlet port which resulted in a leak during analysis. Analysis also identified that the pump tested below the dispense accuracy specification by dispensing less fluid than the programmed rate during one of two tests in the lab. Evaluation of implantable catheter serial number (B)(4) revealed damage to the transition tubing on the body of the catheter. The evaluation codes have been updated and they are applicable for both devices. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer.